Event description:
It was reported that a few years after having his artificial urinary sphincter (aus) device implanted the patient started experiencing recurring incontinence. The aus device was later explanted and a new aus device was implanted due to urethral atrophy. The patient was fine following the surgery.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the labeling confirmed that atrophy and recurrent incontinence are noted as potential adverse events. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that a few years after having his artificial urinary sphincter (aus) device implanted the patient started experiencing recurring incontinence. The aus device was later explanted and a new aus device was implanted due to urethral atrophy. The patient was fine following the surgery